Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a service repair, the getinge field service engineer (gfse) noted the cardiosave intra-aortic balloon pump (iabp) unit has a damaged fiber optic connector. There was no patient involvement.

Manufacturer narrative:
Additional point of contact name: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a damaged fiber optic connector. A getinge field service engineer (fse) confirmed physical damage to the console. Replaced console cover and fill manifold. Reseated connections to resolve error codes associated with device being dropped. These actions corrected issues. Fiber optic connector damaged. Placed order for replacement fiber optic connector. Replaced fber optic connector. This corrected issue cardiosave cart top loose and separating from cart base assy. Installed and tightened cart hardware. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number 00012-00-1562 fiber optic extension cable 22 51_howdy with a reported unit failure of the fiber optic connector is damaged. The failure analysis and testing dept. Performed a visual inspection and found the blue connector damaged. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a